Manufacturer narrative:
It was reported that a patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and catheter insulation was flaking off. It was reported by the caller that the thermocool® smart touch¿ bi-directional navigation catheter¿s insulation was flaking off in the sheath. The catheter was replaced and the procedure was continued and was subsequently completed. There was no patient consequence. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to picture provided by the customer, the shaft of the catheter was observed peel off with exposing the braided cable. The customer complaint was confirmed based on the picture received. However, the device is not available to been returned for analysis, therefore, a root cause cannot be assigned based on the current evidence. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Additional information was requested to the customer to understand the reported issue; however, no answer was received. With the available information, the potential cause of the observed issue cannot be determined. The reported damage cannot be related to the manufacturing process. The instruction for use (IFU) states: using aseptic technique, remove the catheter from the package and place it in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. Store in a cool, dry place. Storage temperature should be 5°c to 25°c (41°f to 77°f). The catheter is supplied sterile. The catheter is secured in a two-piece thermoform tray and placed into a tyvek®/nylon film pouch, sealed, and placed in a box. Both the pouch and thermoform tray are sterile unless the package is damaged or opened. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and catheter insulation was flaking off. It was reported by the caller that the thermocool® smart touch¿ bi-directional navigation catheter¿s insulation was flaking off in the sheath. The catheter was replaced and the procedure was continued and was subsequently completed. There was no patient consequence. Additional information was later received indicating an 8fr arrow sheath was used. The issue was observed along the shaft, including the proximal portion of the catheter that wasn¿t introduced into the sheath. The damage exposed internal wire braiding.